Event description:
It was reported that while the patient was doing homework, a message appeared on the personal diabetes manager (pdm) alerting the patient to restart the pdm. The patient restarted the pdm. The pdm showed the application stuck at 40% and did load any further. The application went from 29 to 14 and again to 29. The patient's blood glucose levels were noted to be 16 mmol/l (288 mg/dl). The patient went to the emergency room (ER) where he got a 12 unit bolus of insulin for treatment. The patient received a backup controller at the ER. The ER visit was approximately 45 minutes long.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.